Event description:
Customer's sister called customer service on october 26, 2010 and reported, the test did not start on customer's freestyle freedom blood glucose meter after a sample was applied to a test strip inserted into it. She further reported that because the meter was not giving him a reading, he subsequently experienced a loss of consciousness. No symptoms were reportedly experienced prior to the loss of consciousness. Paramedics were called and provided glucose via an intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.